Manufacturer narrative:
Two patient samples that were tested on an immulite 2000 xpi instrument for an allergy specific ige test gave discordant test results. A water quality test was performed and results of this test indicated the instrument was contaminated. A decontamination procedure that is available in the operator's guide was performed. Subsequent to this procedure the instrument was reported to be performing with specifications. The cause of the discordant allergy specific ige (birch, mugwort, pigeon droppings, a. Tenuis) was contamination of the instrument. The instrument is performing within specification. No further evaluation of this instrument is needed. Mdrs 2247117-2021-00016 and 2247117-2021-00017 were filed for the same event.

Event description:
Two patient samples that were tested on an immulite 2000 xpi instrument for an allergy specific ige test gave discordant test results. The same samples were repeated on the same instrument and a test result with a different classification of allergen result was obtained. It is unknown which of the results is correct. It is unknown if both results were reported to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant allergy specific ige test results.